Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025 at quick release. Blood glucose level was displayed high at the time of the event. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The batch 6009285 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6009285 were previously tested in (B)(4) on 26/mar/2025. Test results: visual test according to work instruction (wi) version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 6009285 was manufactured according to the wi version 81 and packaging in the multivac m12, on 17/sep/2024, with a total of (B)(4) units. Assembling of quick set: the lot 4j02996 was manufactured according to the wi version 27 assembled in the quickset line, on 16/sep/2024, with a total of (B)(4) units. The lot 4j02998 was manufactured according to the wi version 27 assembled in the quickset line, on 17/sep/2024, with a total of (B)(4) units. The lot 4j02997 was manufactured according to the wi version 27 assembled in the quickset line, on 17/sep/2024, with a total of (B)(4) units. Gluing of quick set the lot 4j02656 was manufactured according to the wi version 42 in the gluing of quick set machine mp04 & mp08, on 13/sep/2024, with a total of (B)(4) units. The lot 4j02855 was manufactured according to the wi version 42 in the gluing of quick set machine mp04, mp05 & mp08, on 16/sep/2024, with a total of (B)(4) units. Welding of quick set: the lot 4h04460 was manufactured according to the wi version 38 sealing in the machine us05, us06 on 16/sep/2024, with a total of (B)(4) units. The lot 4j00935 was manufactured according to the wi version 38 sealing in the machine us05, us06 on 17/sep/2024, with a total of (B)(4) units. The lot 4j00934 was manufactured according to the wi version 38 sealing in the machine us06 on 15/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 09/jun/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors and lot 6009285 and another 1 complaint has been registered in database for the same lot 6009285 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, another 1 complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.